Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5155443.

Event description:
It was reported via the food and drug association (FDA) medwatch program that right ventricular (rv) lead had variable capture thresholds. Further information was not provided.

Manufacturer narrative:
Corrected data: section e3 updated from "other healthcare professional" to "non-healthcare professional"